Event description:
It was originally reported on (B)(6) 2012 that the patient had a loss of therapeutic effect. The patient had had zero therapeutic effect since a device replacement. The patient noted that she had great therapeutic effect with the previous device. The patient stated the doctor moved her leads when replacing the battery. The patient could feel stimulation with her old device and knew when it was on and off, but would go long periods of time without feeling stimulation with the new device. The patient also had pain at the implant site since (B)(6) 2012 that was travelling to her abdomen. It was a sharp pain that was not constant, but ¿came about¿ when she had her body in certain positions. The patient had been back to her physician¿s office three times since the replacement and was only reprogrammed. The patient had four programs which she had all tried with various degrees of amplitude. About a month and a half later it was reported that the patient still had concerns regarding her device or therapy and she had sought further help. The patient noted that she had made six different visits to her doctor¿s office and only saw him once. The patient was still wearing her pads because the device was working only 75% of the time. About a year and three months later, it was reported that the patient never had therapeutic effect since implant. The patient stated that after surgery she made five visits for reprogramming, the first time on (B)(6) 2013 and the most recent on (B)(6) 2013. The patient noted that these reprogramming sessions had no effect. The patient had felt pain at the implant site for the past six months. Ten days later it was reported that patient was still having concerns regarding her device or therapy and she had sought further help. The patient¿s pain started ¿about eight months ago¿ and steadily increased. The device had not worked since it was put in. The patient had an appointment on (B)(6) 2014 and she was having the implant removed on (B)(6) 2014. The patient listed six office visits and wrote that she had her device turned off on (B)(6) 2014 and had not turned it back on since. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va00n2q, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).